Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that insulin pump continued to receive a no delivery alarms even after infusion set change. Customer's blood glucose was 418 mg/dl and was treated with manual injection. Troubleshooting was performed and insulin was able to exit. Caller was advised that insulin pump was working as designed.